Manufacturer narrative:
Heavy calcification was observed in the remaining cusp areas of leaflets 2 and 3, minimal to moderate calcification was observed in the remaining cusp area of leaflet 1. The free margin of leaflet 3 exhibited moderate calcification. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue fused leaflets 1 and 3 at commissure 1 on the inflow aspect. Leaflet 3 had 3 tears, one at commissure 1 and one at commissure 3, and one at the free margin near commissure 3. Leaflet 1 and 2 had torn areas. Torn areas were not returned with the valve. The x-ray demonstrated calcification. It was initially reported that this valve was explanted due to regurgitation with calcification. The valve was returned for analysis, which confirmed the reported event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, there was tearing leading to regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information. (B)(4).

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to aortic regurgitation with calcification. The surgeon noted that this event was due to patient related factors and not a device malfunction. The explanted device was replaced wiith another edwards bioprosthetic valve. The patient tolerated the procedure well. No other details were provided.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible at this time.